Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Patient reported left side implant exchange from textured to smooth due to the patient's concerns with the product. Healthcare professional later reported "deflation". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3; b5; d6b; h6.

Event description:
Healthcare professional additionally reported "hole" on device, calcified and slightly thickened capsule. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe since it is not related to the device. Deflation: observed an opening assessed as fold flaw opening. As per the investigation procedure, crease/wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported implant exchange from textured to smooth due to concerns with the product. Healthcare professional later reported ¿deflation¿. This record is for the left side. Device has been explanted.